Event description:
A dental professional, through a dealer service technician, reported that the exposure control on a jb-70 intraoral x-ray would "fire on its own" when the arm was moved. Progeny technical service advised the unit, be unplugged and removed from service. A progeny technical service representative flew to the dental office to evaluate the unit and found that the cable connecting to the remote switch had been stripped and two of the wires were shorted out causing the unit to radiate when moved. The cable was not manufactured or installed by progeny. The cable was replaced and the jb-70 intraoral unit functioned per specification. The doctor was alerted of the root cause, as was the dealer service technician who was present during the evaluation.